Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was reported that on an unreported date, the pt made a mistake further described as touch contamination. Subsequently, the pt experienced peritonitis and two days after onset, the pt was hospitalized for the event. Treatment for the peritonitis was not reported. Six days after being admitted to the hospital, the pt was discharged. At the time of this report, the peritonitis was resolving, the pt was recovering from the event, and dianeal therapy was ongoing. Additional information was requested but is not available.